Event description:
Pacemaker under bsc advisory for high battery impedance. Patient is dependent on pacemaker and recommendations are to do prophylactic generator change when battery has ~4 years remaining longevity. (B)(6) 2022 remote shows 4 years remaining battery longevity patient waiting to be scheduled for pacemaker generator change.